Event description:
The device was placed in the tubular portion of the pda due to small aorta at the aortic end of the ductus. The tubular pda spasmed and reopened. The retention skirt of the device was in the ductus and stable by angiogram after releasing. Approximately three hours after release, the patient was noted to have pda murmur. Chest x-ray confirmed the device was in right pulmonary artery. Repeat catheterization was performed to attempt retrieval. The device was wedged in the right lower lobe pulmonary artery with the screw facing distally. The device could not be retrieved in cath lab and the patient referred for surgical retrieval. The pda ligation was performed successfully without cardiopulmonary bypass and without complication.